Event description:
Neonatal <1kg pulse oximeter sensor stopped reading with only "---" and "check sensor" reading on monitor. Repositioned sensor to different limb without sensor picking up spo2 [peripheral oxygen saturation]. Changed neonatal <1 kg pulse oximeter sensor (lot 2027-11-01 24mp9) which worked for approximately 30 min then stopped working with only "---" and "check sensor" noted on monitor. Repositioned sensor multiple times and checked all connections. Changed sensor cable and monitor input unit. Changed neonatal <1 kg pulse oximeter sensor again to a different lot (2026-06-01-23fwd) with accurate reading noted for the remainder of shift.